Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with blood glucose (bg) levels up to 400 mg/dl on (B)(6) 2025 while using the ilet. The user stated she changes her inset 23'¿6 mm infusion sets almost daily and has not inspected the cannula for bending. Bg at the time of the call was 153 mg/dl. No hospitalization was reported.